Manufacturer narrative:
Patient information is not available for reporting. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that white muddy liquid leaked out from the handle part of the reported device during the cervical posterior fixation surgery on (B)(6) 2018. The surgeon confirmed that the liquid did not touch to the patient. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was no surgical delay and there was no adverse consequence to the patient, patient status is stable. No further information was provided by the hospital. This report is for 1 2nm torque limiting handle with quick coupling. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: report source: physical manufacture site. Device evaluated by MFR, device manufacture date: DHR review was completed please note: correct serial number: (B)(4). Part: 03.614.035. Serial number: (B)(4). Us supplier part. Manufacturing location: supplier - avalign, inspected, packaged and released by: monument. Release date: 16-nov-2017. Part number: 03.614.035, 2 nm torque limiting handle with quick coupling. Lot number: h430322-34 (non-sterile). Lot quantity: 1. Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from avalign dated 03-nov-2017 was reviewed sand determined to be conforming. Packaging label log lppf, was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition device evaluated by MFR: customer quality conducted an investigation of the returned device. The instrument was received with the reported condition of ¿visual foreign substance/debris/cleaning/sterilization: rm. The following investigation flow was performed: visual (appearance not as expected): the returned instrument was examined and there is no evidence of liquid and/or staining coming out of the handle. The balance of the device is in worn condition. The received condition does not agree with the complaint description. A device history review, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing, was reviewed, and no issues were identified. A dimensional inspection was not performed as the complaint is related to foreign substance and not any relevant feature on the instrument. There is no visual evidence or tangible evidence on the returned instrument that confirms the reported condition. A definitive root cause for the reported complaint condition could not be determined because the complaint could not be confirmed. It is possible that the specific sterilization procedure at the reporting hospital has contributed to the reported event and subsequent decontamination of the device at synthes monument site has removed all evidence of the reported condition. However, this cannot be definitively confirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed corrected data: initial reporter name and address, initial reporter health professional, initial reporter occupation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: DHR review was completed. Part: 03.614.035 serial number: (B)(4). Us supplier part manufacturing location: supplier - avalign, inspected, packaged and released by: monument release date: 16-nov-2017 part number: 03.614.035, 2 nm torque limiting handle with quick coupling lot number: h430322-34 (non-sterile) lot quantity: 1 purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from avalign dated 03-nov-2017 was reviewed sand determined to be conforming. Packaging label log lppf was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition customer quality conducted an investigation of the returned device. The instrument was received with the reported condition of ¿visual foreign substance/debris/cleaning/sterilization: rm the following investigation flow was performed: visual (appearance not as expected): the returned instrument was examined and there is no evidence of liquid and/or staining coming out of the handle. The balance of the device is in worn condition. The received condition does not agree with the complaint description. A device history review, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing was reviewed, and no issues were identified. A dimensional inspection was not performed as the complaint is related to foreign substance and not any relevant feature on the instrument. There is no visual evidence or tangible evidence on the returned instrument that confirms the reported condition. A definitive root cause for the reported complaint condition could not be determined because the complaint could not be confirmed. It is possible that the specific sterilization procedure at the reporting hospital has contributed to the reported event and subsequent decontamination of the device at synthes monument site has removed all evidence of the reported condition. However, this cannot be definitively confirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.